Event description:
It was reported that the lens was removed from the pt's left eye intraoperatively due to a posterior capsule rupture. The reporter was uncertain whether the capsule rupture occurred prior to or during iol insertion. The incision was enlarged to remove the lens, and a different model lens was successfully implanted. The pt's most current bcva was 20/20. Please reference MDR#: 2031924-2013-00084 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.